Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture discovered during surgery and silicone migration. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, and brown particles. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture discovered during surgery and silicone migration. Device was explanted.